Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not turn on and issues in the rewinding. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had low battery alert. Customer stated that the not able to clear the alarm. Customer also stated that replaced the battery one time and tried all the batteries that failed to turn the insulin pump on. The insulin pump will not be returned for analysis.